Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the proximal segment of the lead was returned and analyzed. It was found that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was also noted that the outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.